Event description:
Tap. It was reported that 261 days after implantation of a 2.5x12mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the 1st diagonal artery. A pre-intervention stenosis of 80% was reported. The lesion was pre-dilated with a 2.0x9mm maverick balloon. A 2.5x12mm taxus stent was deployed at 14 atm in the region of the lesion. A post-intervention residual stenosis of 0% with timi iii flow was reported. The patient received heparin during the procedure. Complications were reported as "none." The patient presented 261 days after the initial procedure with unstable angina and an 80% in-stent restenosis in the proximal 1st diagonal artery. An atherectomy using 2.75x6mm monorail cutting balloon was performed on the lesion. A post-intervention residual stenosis of 10% with timi iii flow was reported. The patient received intracoronary nitroglycerin, eptifibatide, and heparin during the procedure. Complications were reported as "access site hematoma."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.